Manufacturer narrative:
Date sent to FDA: 2/14/2019. Additional narrative: it was reported that following insertion the patient experienced abdominal pain, pain and discomfort.

Manufacturer narrative:
Date sent to FDA: 12/6/2019. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to the FDA: 4/8/2020. Additional narrative: it was reported that the patient underwent mesh revision on (B)(6) 2015 due to adhesions and bowel obstruction. Mwr-07042020-0000711750 submitted for adverse event which occurred on (B)(6) 2015. Mwr-07042020-0000711769 submitted for adverse event which occurred on (B)(6) 2016.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.